Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had inaccurate readings with their sensor. Customer reported the threshold suspend function being activated for low blood glucose when their blood glucose was 120 mg/dl. Customer also reported their sensor would alert them of high and low blood glucose when nothing has changed. The customer was advised of the possible causes of their high and low alarms. Customer will not be returning their sensor for analysis.